Event description:
It was reported patient was experiencing pain at the ipg site and ineffective stimulation with the scs system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.